Event description:
It was reported that the patient has 2 promus stents implanted on (B)(6) 2009. The 2.5x23 mm promus was implanted in the first diagonal. The 4.0x08 mm promus was implanted in the proximal obtuse marginal. Within an hour of taking plavix, the patient's heart would beat non steadily or not consistently, off a beat, and complained of feeling weird. This sometimes occurred more when going to exercise rehabilitation. The patient also gets light headed, when walking through metal detectors and metal security barriers. The patient's physician explained to him that his body is hypersensitive, and his cardiologist stated that this was something he needs to get use to it and over time it would go away. However, three years later, the patient is still experiencing the same symptoms. The patient has research the side effects of plavix and has able to find these symptoms as a listed side effect. The plavix and the aspirin he has been taking has been thinning his blood to the point where when he scratches himself, dried blood patches appear in the area he has scratched and is concerned that he could have a major blood loss for just a small wound. The patient believes these symptoms are more drug related than stent related. The patient has been provided with information regarding the metal in the stents prior to going on a flight for airport security and metal detector information. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of arrhythmia and hypersensitivity/allergic reaction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The 4.0 x 8 mm promus is being filed under a separate medwatch report.